Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient felt like they got random zaps from the stimulation. The patient stated they also had felt them when the stimulator was off. The patient said they were putting the milk away and they got a zap and fell into the kitchen chair and table. The patient stated they couldn't remember the exact day of the incident but stated it was recent. The patient said they thought they wanted the ins removed. The rep performed an impedance check using the physician programmer. On the 0-7 lead all contacts except for 4 and 6 were greater than 10000 and on the 8-15 lead all contacts were within normal limits. The patient was using some of the high impedance contacts on the 0-7 lead. The patient was reprogrammed using the 8-15 lead on an hd setting. Per the healthcare professional (hcp), the patient was to try the stimulation with the new program for a week and see if it gave them relief and then the hcp and patient would touch base on how to proceed, whether it be to leave it as is, do a revision or an explant. It was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.